Manufacturer narrative:
Concomitant products: 693558 lead, implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2009 product event summary: the partial lead was returned in segments, analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient had an infection. The device and leads were explanted. The left ventricular lead could only be partially explanted and will be removed in a separate procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.